Manufacturer narrative:
Contact information: (B)(4).

Event description:
The international customer reported that the unit alarmed due to a data acquisition pcb adc reference failure. There was no patient harm reported.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the data acquisition pcba to motor controller pcba cable and gas delivery system assembly was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).